Manufacturer narrative:
This device is not marketed/approved in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-00208. It was reported the patient (B)(6) was experiencing difficulty controlling his parkinson's symptoms with the current dbs system. Efforts to resolve this matter via reprogramming resulted in short term relief for the patient. Surgical intervention was undertaken to replace the patient's ipg and pocket adapters. Effective therapy was recaptured for the patient following the procedure.